Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter. During the procedure, noticed that char was formed on the splines of the octaray mapping catheter. The octaray mapping catheter was used under the instructions for use (IFU). Total ablation time was approximately 90 minutes and radio frequency energy was delivered in 35w. No patient consequence reported. The bwi product analysis lab received the device for evaluation on 15-feb-2024. The device evaluation was completed on 04-mar-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char attached on the tip of the one spline was observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 04-mar-2024, noted a correction to the 3500a follow-up #1 for the picture evaluation completion. Removed investigation conclusions: unintended use error caused or contributed to event (d1102). Investigation conclusions remains only as cause not established (d15).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and a char issue occurred. During the procedure, noticed that char was formed on the splines of the octaray mapping catheter. The octaray mapping catheter was used under the instructions for use (IFU). Total ablation time was approximately 90 minutes and radio frequency energy was delivered in 35w. No patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The picture investigation was completed on (B)(6) 2024. It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter. During the procedure, noticed that char was formed on the splines of the octaray mapping catheter. The octaray mapping catheter was used under the instructions for use (IFU). Total ablation time was approximately 90 minutes and radio frequency energy was delivered in 35w. No patient consequence reported. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, char was observed on the splines of the octaray catheter, the char observed on the device is related to the usage of the device during the procedure. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the picture provided and the customer¿s reported ¿char was formed on the splines¿ issue. -investigation findings: contamination of environment by device (c1503) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode ((B)(6)) were selected as related to the customer¿s reported ¿char was formed on the splines¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).